Event description:
The school nurse reported the pt was experiencing flaccidness, tachycardia, pale skin tone, and unresponsiveness, when put in a standing position for approx 5 minutes. The pt is then put back into a sitting position and the symptoms subside. There is no pressure exerted on the pump when in the upright position. "But nurse states, the pump pocket is placed quite low in the groin area and is wondering if there is a kink in the catheter, while he is in his wheelchair and when placed upright is being bolused, because the catheter becomes unkinked." Prior to the pump placement, the nurse reported the pt would tolerate an upright position for 1 - 1.5 hours a day at school. The pt is fine at home, but is wheelchair bound and never put in a standing position there. The pt has no new medications for therapies. Currently, the school is not putting the pt in the stander and there have been no further problems. The nurse would not release any other pt or physician info.